Event description:
Found during routine testing. According to the reporter, the device's power button isn't working and is worn. There was no pt associated with the report.

Manufacturer narrative:
The customer declined an offer of service from physio-control who, instead, provided technical assistance and parts info for the customer to replace the front panel keypad assembly.